Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 1.2mmx15mmx142cm emerge¿ balloon catheter was selected for use to dilate the lesion. However, when the device was advanced to the lesion, the balloon became stuck with the non-bsc wire. The balloon was checked and was found to be accordioned because the shaft was kinked. The issue was not noted before insertion and the physician was unable to deliver the balloon. Eventually, devices were completely removed from the patient's body and the procedure was completed with an fc coyote otw balloon catheter. No patient complications were reported and the patient's status was good.